Event description:
It was reported to philips that no geometry movement during clinical use; intermittent internal communication loss on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Replaced or upgraded part; unclear if permanent CAPA exists. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).